Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning alarms prior to the leak and the cycler was turned off. When the patient removed the cassettes a fluid leak was discovered on the external of the cassette and leaked from the cassette module. The film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to let the cycler dry and resume treatment for the next treatment date and the follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment and as the cassette door was opened. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak was discovered during step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning alarms prior to the leak and the cycler was turned off. When the patient removed the cassettes a fluid leak was discovered on the external of the cassette and leaked from the cassette module. The film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals. The patient was advised to let the cycler dry and resume treatment for the next treatment date and the follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment and as the cassette door was opened. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. The patient confirmed the cycler set (cassette) used was available to be returned for investigation.